Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a possible peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, hospital records in the patient¿s electronic medical record in the outpatient clinic showed the patient¿s white blood cell count as elevated (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous antibiotics while hospitalized, but the type(s), route(s), dosage(s) and frequency were not reported. The patient was placed on backup hemodialysis though a central vascular catheter placed during this admission. The patient continued hd therapy on a hospital provided hd machine (unknown brand and model) as hd was the preference for renal replacement therapy under the circumstances in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks by the outpatient clinic for ongoing antibiotic therapy post-discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a possible peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, hospital records in the patient¿s electronic medical record in the outpatient clinic showed the patient¿s white blood cell count as elevated (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous antibiotics while hospitalized, but the type(s), route(s), dosage(s) and frequency were not reported. The patient was placed on backup hemodialysis though a central vascular catheter placed during this admission. The patient continued hd therapy on a hospital provided hd machine (unknown brand and model) as hd was the preference for renal replacement therapy under the circumstances in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks by the outpatient clinic for ongoing antibiotic therapy post-discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: b.3., d.10.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient's infection can be attributed to touch contamination during ccpd therapy as reported by a medical professional. It is well known that nonadherence to asepsis through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a possible peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, hospital records in the patient¿s electronic medical record in the outpatient clinic showed the patient¿s white blood cell count as elevated (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous antibiotics while hospitalized, but the type(s), route(s), dosage(s) and frequency were not reported. The patient was placed on backup hemodialysis though a central vascular catheter placed during this admission. The patient continued hd therapy on a hospital provided hd machine (unknown brand and model) as hd was the preference for renal replacement therapy under the circumstances in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks by the outpatient clinic for ongoing antibiotic therapy post-discharge. It was confirmed the patient's peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.